Event description:
It was reported that pump battery was unresponsive. There was no reported adverse impact to customer's blood glucose. Technical support instructed customer in troubleshooting steps without success. Customer reverted to using multiple daily injections as backup therapy. Upon follow up, customer reported that the reported issue resolved, and pump was functioning as expected.